Event description:
On (B)(6) 2024 it was reported by a sales representative via (B)(4) that an ar-3355-4031 arthroscope was hit with a shaver and then scratched across the sheath. This was discovered during the case. Another scope was used to complete the case with no patient harm.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. Complaint is confirmed. Upon visual evaluation, it was noted that the lens was scratched, and the distal cover glass was scratched and cracked. The most likely cause for the reported failure can be attributed to user error of the device due to interference with the mating instrument.